Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the outer jacket of the patient¿s pump cable could not be confirmed as no images were provided for review. Although a specific cause for the reported damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue as the submitted log files captured the pump functioning as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a large tear in the driveline proximal to the modular cable and the patient was being worked up for an exchange. The interrogation showed a no external power alarm and a low voltage alarm but the patient admitted to running batteries low. The log files were submitted for review. The log files contained clusters of pulsatility index (pi) events as well as routine power source changes. The low voltage events seen in the log appeared to be the result of normal battery depletion. The log files also contained 3 loss of external power events that appeared to be a result of a simultaneous system controller lead disconnect from power. The controller switched appropriately to the emergency backup battery (ebb) when the external power was lost. These alarms resolved when the external power was restored. Additionally, during a loss of external power event, a transient ebb fault occurred. There was no evidence of driveline electrical conductor issues in the log file and appeared to only be cosmetic damage at the time. No abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended.